Event description:
New information received notes programming changes were made after the under-sensing event that took place on 31 mar 2021.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented remotely with intermittent under-sensing on the implantable cardioverter defibrillator (ICD). Intervention discussed but not made as of yet. The patient was stable.